Event description:
Brainscan does not apply prone CT images correctly when transferred from iplan rt image to brainscan. Brainscan regards a prone plan imported from iplan rt image internally, as supine treatment position (despite image orientation display correct) until plan is saved and closed once and is re-opened. There has been no pt or user injury, however, a risk to pt health could not be excluded.

Manufacturer narrative:
H3, h6: summary of evaluation: this sw problem could be reproduced at brainlab using the same sw versions of iplan rt image and brainscan. Additional catalog #20140b.